Manufacturer narrative:
Intuvie received a report indicating the pump did not alert us that there was air in the tubing when the infusion was almost complete. The patient noticed that the line had air in it and alerted the staff. A review of the device's serial number history revealed no prior similar complaints. The failure mode was not confirmed, and the cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating the pump did not alert us that there was air in the tubing when the infusion was almost complete. The patient noticed that the line had air in it and alerted the staff. There was no patient harm reported.